Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttock, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023 at 3:00am, the patient was continuously throwing up. The patient's parent brought the patient to the hospital where they diagnosed the patient with diabetic ketoacidosis (dka). Prior to going to the hospital, a bg was not checked and it was not reported what the cgm was displaying during the time the patient was throwing up. At the hospital, the nurse checked a bg and it was 470 mg/dl and the cgm was 50 mg/dl. The patient was treated with "gi cocktail", IV bag and insulin. The patient was admitted to the hospital for one day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.